Event description:
The account stated that the architect analyzer generated a salicylate result of >1000 mg/dl. The sample was repeated with a result of <50 mg/dl generated. The qc for that morning was out of range.

Manufacturer narrative:
The complaint text indicated that liquid was seen between the cuvettes on the reaction carousel of the architect analyzer. The wash cups were not overflowing and the customer could not see any drips or overflow from the cuvette washer. The customer service center (csc) instructed the customer to replace the high concentration waste popett valve. After replacement of the valve, the customer ran salicylate qc three times with no issue. A review of the complaint history for the analyzer was performed for the time period of 03/01/2008 through 06/01/2008. Three additional complaints, all pre-dating this complaint, referred to waste components that could be related to this issue. In section 10-574 of the abbott architect system operations manual (pn 96211-107) june 2007 under troubleshooting and diagnostics observed problems section 10 erratic results, poor precision - photometric results (c system) the manual lists the probable cause of cuvette washer is not functioning properly. The corrective action is listed as: perform as-needed maintenance procedure 6052 wash cuvettes, page 9-41, and observe the cuvette washer nozzles for hanging drops or leaks. If drops or leaks are observed for the high-concentration waste nozzle, replace the high-concentration waste pump poppet valve. See replace the pump poppet valve set (c8000), page 9-158 or replace the pump poppet valve set (c 16000), page 9-234. This is the final report. End of report.